Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture was used on the skin. The needle of cat gut suture broke in half while physician was stitching patient. They were initially unable to locate the needle and it became a foreign body. X-ray imaging was required to identify the location of the metal needle that broke off during the procedure. Needle was identified in x-ray and was extracted from the skin. Follow up x-ray was completed and no residual pieces were identified. Patient was closed up and pressure dressing was applied. Follow up appointment was booked for the next day, patient returned and wound was reassessed. Further information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - how was the needle piece extracted? Was additional dissection required in other organs/tissues other than the target tissue? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.